Event description:
A malfunction on the pump was reported by the caller, which occurred after experiencing extreme temperatures and humidity while on vacation. The customer's blood glucose level exceeded 500 mg/dl, as the displayed value was "high." The customer drank lots of water and was assisted by a friend who stayed with them and helped test the blood glucose level. There was no report of any injury, and it is unknown if ketones were present. Technical support provided information to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the malfunction persisted.